Event description:
Customer reports one incident of a blood leak on reuse #22 at the onset of pt treatment. Noted by a blood leak alarm and visible blood in the dialysate. Confirmed with hemastix. Estimated blood loss was approximately 160 cc's. Treatment was terminated. No pt injury or medical intervention reported.